Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated the ok button was unresponsive. Customer stated that they received battery failed alarm. Customer did not received stuck button alarm. Customer stated that insulin pump was neither dropped nor exposed to moisture. Customer stated that they received cannot find sensor signal alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.